Manufacturer narrative:
Age at time of event: below 18 years old. (B)(6).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and non-calcified pulmonary artery. After a 7fr 10cm non-bsc introducer sheath was placed and a .035 guidewire crossed the lesion, a 8.0x20x75cm express ld stent was advanced for treatment. However, during delivery, the device failed to cross the lesion and stent was lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.